Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient cut the white power lead and was also experiencing several low voltage alarms. Log files were submitted for evaluation which captured several low power advisories while connected to battery power associated with a brief reduction in the relative state of charge (rsoc) signal values. A voltage reduction was not recorded during these events. It was recommended to clean the battery and battery clip contacts as well as exchange the system controller if able to avoid moisture ingress in the future. Cleaning the batteries and clips did not resolve the event. The patient was provided new clips. The patient did not report any more alarms since exchanging the clips.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the white power cable on the heartmate 3 system controller was confirmed via the submitted images. The account submitted images which revealed damage to the outer jacket of the white power cable exposing the underlying wrap layer. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis. Log files were reviewed and captured no notable events related to the reported damage. Additionally provided information stated the controller was exchanged following damage to the power cable. A root cause for the reported event was not conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the controller power cables. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally communicated that the controller was exchanged to address the power lead damage.